Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient died. The reporter was notified by staff members in the lab that the patient expired over the weekend. The patient had groin complications which occurred on the day of the procedure. The patient complained of groin issues to their physician while in post-anesthesia care unit (pacu). Additional information was received which indicated that the date of death was (B)(6) 2025. The cause of death was reported as unknown. Intervention included vasopressors and diagnostic testing including ultrasound, echocardiogram and computed tomography (CT). Other relevant history / pre-existing condition that the physician stated was that the patient was on lovenox and coumadin.